Event description:
It was reported that the tego used during the event leaked an unidentified quantity of blood and possibly physiological serum while disconnecting the patient post-hemodiafiltration (hdf). The device was reported to be changed with no further issues encountered. Additional medication administered was olimel n, through the dialysis machine, not directly through the tego valve. There was no chemotherapy spill. The drug did not come into contact with the patient or healthcare provider. There were no consequences for the patient due to the rapid reaction of the nurse to clamp the arterial line in order to avoid the entry of air into the line. A 20cc syringe of blood was removed to expel any air that might have entered. The transparent silicone/rubber around and inside the yellow component comes off when the line is disconnected from the valve. The reported disinfectant used on the valve is chlorhexidine. There was no harm to the patient reported. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Manufacturer narrative:
The seal of the d1000 tego was confirmed to be completely separated from the yellow body. Due to the lack of silicone adhesive to retain the seal in the body and prevent doming. The probable cause of the malfunction is a manufacturing error dung manual assembly at the manufacturer. It is not known how, when, or why the cold form damage occurred on the exterior of the d1000 tego body. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information - d9 product received 7/20/2022.